Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
Using the pulsavac during surgery an interior green piece has fell off in the medullar canal and had to be removed. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation conclusion was chosen due to lack of availability of a suitable one. Review of the device history record for 00515048201, lot number z000010035, identified no relevant deviations or anomalies. Product examination found that the nozzle of the fan spray tip had become detached. This complaint is confirmed. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿fell off¿ april 21, 2017 to june 4, 2018 resulted in 1 complaint. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿fell off¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 1. Reviewing the complaints for the lot number z000010035 shows 1 complaints for this part and lot number. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.